Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare. Attempts to obtain further information with regard to the complaint device were unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Although the complaint device has not been returned for evaluation, it is likely that the discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during operation, an audible and visual alarm will register on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Please note that the discolouration of the head harness connector is part of a (B)(4) in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discoloration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.

Event description:
A hospital in (B)(6) reported that there was browning of the internal harness connection of an iw910jeu baby control mobile infant warmer. The hospital has confirmed that there was no harm to the patient.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned, we are currently endeavouring to obtain further information from the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was browning of the internal harness connection of an (B)(4) baby control mobile infant warmer. The hospital has confirmed that there was no harm to the patient.